Event description:
The customer reported the system's cine operation failed. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The t-card was replaced. The system was then found to be operating as intended.